Event description:
Caller states that customer reportedly received the following results on the aviva meter system within 10 minutes: 1) hi (greater than 600 mg/dl) and 196 mg/dl 2) 540 mg/dl and 151 mg/dl these sets of results were obtained on two different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Reporter alleged obtaining the results of 100 mg/dl and 300 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that at another time, she obtained the results of 110 mg/dl and 393 mg/dl within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.